Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up; upon interrogation noise was noted on the right ventricular lead. The noise could not be recreated with isometrics in the clinic. The lead remained implanted and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.